Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Patient was revised to address pain and discomfort. Ion levels were also noted to have gone up in the last few years.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously reported, pfs alleges difficulty walking and patient struggle performing simple task. After review of the medical records, patient was revised to address tear of the gluteus medius tendon.

Event description:
Update aug 25, 2017: litigation records received. In addition to what was previously reported, litigation alleges inability to do adl and friction and wear between the cobalt-chromium metal head and metal liner causing toxic cobalt chromium metal ions. Added complainant information. Added unknown stem due to the alleged elevated metal ions. This complaint was updated on aug 30, 2017.